Event description:
Same case as MDR ID: 2134265-2015-01956. It was reported that stent damage and stent explantation occurred. The target lesion was located in the saphenous vein graft (svg). A 2.25mm-3.5mm 300cm filterwire ez¿ was selected and advanced across the lesion. Two rebel stents were implanted in the patient, a 20x4.5mm rebel stent was implanted distally. When the physician went to capture the filterwire, it became caught on the 20x4.5mm rebel stent. The physician pulled on the filterwire, resulting in a longitudinal compression of the stent and the filterwire was stuck in the distal portion of the 20x4.5mm rebel. Both devices were removed using a snare and other devices. The procedure was completed without the second stent. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Returned product consisted of a rebel stent with the filterwire. Rebel stent delivery system (sds) was not returned for product analysis. There was solidified contrast and dried blood on the stent and filterwire. Microscopic examination revealed that the entire stent was damaged with flared and bent struts. The stent was unable to be removed from the filterwire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).